Event description:
It was reported that during pta deployment difficulties were encountered. The target lesion was located in the right superficial femoral artery. A 8x66x135/ iliac 6f unistep plus had been selected and advanced to treat the target lesion. The physician had a "hard time" deciding on the implant location. The physician attempted to deploy and retract the stent 4 times. On the 5th attempt, the stent was partially deployed and unable to be retracted. The physician made a 6th attempt; however, resistance was met upon manipulating the outer sheath and the stent remained partially deployed. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).